Manufacturer narrative:
Concomitant medical products: 990063-020, (B)(4), 2035u 49184, 203cx 63910. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation to treat atrial fibrillation. Through follow up, additional product information was received. It was reported that a patient developed esophageal lesions. The lesions recovered within one week after the procedure. The status of the catheter is unknown. No further patient complications have been reported as a result of this event.